Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Bipolar lead failure reported on (B)(6) 2019. Patient was seen in clinic on (B)(6) 2020 with significant far-field oversensing while the ra lead was programmed unipolar. The behavior disappeared upon programming back to bipolar. A mode switch recording which appears to have been triggered by noise was also reported. Noise was not reproducible during isometric testing. Impedance, sensing, and threshold were reportedly stable. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.